Manufacturer narrative:
The product that broke could not be returned as it was discarded. The customer returned two boxes of lot# 21a0175 for our evaluation. Upon evaluation of the unused product, it was confirmed that the device were within conformance per the drawing specifications. There has been a total of 5,029 boxes of 10 (50,290 blades) sold since 2012 with 6 additional complaints over 8 blades. (0.02%) per the product IFU, this device is very diffult and excessive stress or sideways pressure can cause damage to the blade. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained, a follow up report will be submitted.

Event description:
The customer alleged that the tip of the knife blade broke off and fell into the patient. There was a slight delay in the procedure to remove the piece from the patient. There was no further harm to the patient.